Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4)

Event description:
Treatment of an aneurysm. It was reported post procedure, a small thrombus was observed in the posterior left mca branch and the patient has monoparesis of the right arm. The issue resolved within 24 hours and no other complications were reported with the patient as a result of the event.